Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, failure analysis investigation found one conductor wire broken at the yaw pulley exit. The wire was detached from its connection at the grip. The electrical continuity test was performed and passed. The yaw pulley did not show any signs of arcing. Additional observation not reported was a broken yaw pulley. The yaw pulley was missing a .068 x .095 piece opposite the conductor break, allowing the grip to move within the pulley and have a larger range of motion in the yaw. No other damage was found. Failure analysis concluded that the broken yaw pulley was likely due to mishandling. The endowrist® instruments instructions for use (IFU) specifically states: general precautions and warnings handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. The customer reported complaint does not itself constitute a reportable event; however, the missing piece from the yaw pulley found during failure analysis could likely cause or contribute to an adverse event, if the malfunction were to recur.

Event description:
It was reported that prior to starting a da vinci surgical procedure, the pk dissecting forceps instrument was noted to be broken. Intuitive surgical, inc. Made several attempts to obtain additional clarification regarding the reported complaint. Customer indicated that it is unknown what is broken and location of the breakage. Nothing fell into the patient and there was no patient injury.